Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.4-7.8cm and 17.9-18.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.7-14.6cm, 13.8-14.2cm, 19.1-19.8cm, 19.3-19.6cm, and 37.2-37.5cm from the distal tip. The etfe coating was intact at these locations.(B)(4).